Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced a skin reaction which occurred six days after the sensor had been inserted in the abdomen. The patient developed redness, inflammation, infection, and an abscess at the needle puncture site. The patient had pain and tenderness in the area. On (B)(6) 2024, the patient¿s parents called a physician due to the patient developing an abscess and they were advised to contact a pediatrician. On (B)(6) 2024, they consulted a pediatrician who diagnosed the patient with cellulitis. On (B)(6) 2024, the patient had another doctor¿s appointment and had an ultrasound, an incision and drainage, and a wound culture. The culture test was negative for methicillin-resistant staphylococcus aureus (mrsa) and positive for staphylococcus aureus infection. The patient was prescribed oral antibiotic medications (keflex and cephalexin 7.5 ml, three times per day for 7 days; and bactrim 15 ml, two times per day). On (B)(6) 2024, they had a follow up phone consultation with the doctor who advised cleansing the wound with betadine solution. On (B)(6) 2024, they consulted an endocrinologist who only cleanses the area with the same betadine solution. At the time of the (B)(6) 2024 follow up report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025. On (B)(6) 2024, they consulted an endocrinologist who only cleanses the area with the same betadine solution. At the time of the (B)(6) 2024 follow up report, the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: type of investigation - correction. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 01/30/2025. The sensor was inserted into the thigh, which is off-label usage of the device, on 04/07/2024. On 05/20/2024 photos of the skin reaction were provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. Multiple attempts to contact the patient for additional event details were made but contact was unsuccessful. No additional event or patient information is available